Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). There was no change on the programmed parameters and all measurements were stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.